Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unexpected low voltage advisory alarm was confirmed with data retrieved from the returned system controller (serial # (B)(6) ). The log file captured intermittent low voltage advisory/power cable disconnect alarm events that were related to transient/fluctuating battery fuel gauge voltage values. The alarm events were captured on august 10 while the system controller was connected to the 14v batteries/clips. It was noted the intermittent alarm events did clear and did not recur thereafter. The system controller was tested with laboratory equipment and an unexpected alarm was unable to be reproduced. Electrical measurement of the underlying wires within both power cables revealed beginning stages of conductor breakdown that did not have the potential to result in the unexpected alarm. The conductor breakdown appears to be related to repetitive flexing of the cable during use. A root cause of the intermittent low voltage advisory/power cable disconnect alarm events captured in the log file could not be determined during the evaluation. The reported event ¿crack in black power cable¿ was confirmed with the returned system controller. Visual inspection revealed the strain reliefs on both power cables has tears/damages that appears to have occurred due to repetitive flexing of the cable during use. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6) ) was shipped to the customer on 03apr2019 heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a crack in black power cable on the system controller. Reported low voltage alarm while in shower. Log file submitted captured low voltage hazard and random power cable disconnects on the evening of (B)(6) 2021. Also noted some odd voltages as well on the black power lead. The patient was asymptomatic. The patient¿s controller was replaced, and patient sent home. Will continue current medical management. Education on care for wiring provided. No further issue reported after controller exchanged. No additional information provided.